Manufacturer narrative:
Other is selected since device is not returned to manufacterer yet. No further information was provided. Unknown if device will be returned

Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (lxa size19) was explanted after 2.2 years due to valve detoriation.

Manufacturer narrative:
(B)(4). Because the device was not returned for analysis livanova's investigation was limited to the review of the device history records and scientific literature review. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release. The medical literature clearly states that children in this age group are at significant risk for rapid deterioration of implanted bioprosthetic cardiac valves due to exuberant fibrous pannus formation and dystrophic calcification of the valve leaflets. High calcium turnover accompanying bone growth is the most likely reason for increased risk in children generally . The medical literature consistently states that the risk of rapid deterioration of an implanted bioprosthetic valve are high although due to physiologic variability for these predisposing metabolic processes, the rate of deterioration in a given patient are difficult to predict . The device was implanted in a (B)(6) patient. The instructions for use state that the patients under 55 years of age may experience accelerated calcification of bioprosthetic devices. Device not returned to manufacturer.